Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) opening. -missing piece of the shell assessed as inconclusive.

Event description:
Patient reported left side "rupture." Device has been explanted and replaced. Received an email from (B)(6), today. The report was initially received on 10may2021. Patient reported left side ¿rupture¿. The affected device information was not provided. The implanting physician was not provided. The date of implant was on (B)(6) 2016. The date of onset was not provided. Device remains implanted. Attached email to the analyst review tab.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device has been explanted.